Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent a lead revision on (B)(6) 2026 due to ineffective therapy. As a result, the physician repositioned the lead to address the issue.